Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 8, 2017. The probe was broken at 15 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The manufacturing record was reviewed and found no irregularities. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that short circuit error occurred since the user output the device in seal mode with the probe and the non-insulated part contacting with metal or surgical instruments. The scratch on the probe occurred. The crack developed from the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. Probe damage error occurred. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a total laparoscopic colectomy, the subject device was used. Seal short circuit error occurred when the subject device touched a metal grasper. After a while, probe damage error occurred. The doctor switched off and restarted the generator, and continued to use the subject device. After a few minutes, the probe of the subject device fell off into the abdominal cavity of the patient. The fallen probe was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.